Manufacturer narrative:
(B)(4). Method: the fascia and valve assembly of the complaint rd900aeu neopuff infant resuscitator were returned to fph (B)(4) for further investigation. The returned components were visually inspected for damage. Results: there was no external damage to the returned neopuff components. However, the long tube fitted with spring guard, that connects the centre manifold and the manometer, was fractured at the manifold end. Conclusion: a long tube fitted with a guard spring is used to connect the manometer to the centre manifold of the neopuff. It is not known how the long tube was broken as there is no external damage noted to the fascia and valve assembly. However, this type of damage could be easily detected as there is no pressure that will be registered on the manometer when a gas is supplied at the inlet port of the neopuff. The neopuff unit is a portable reusable device which can be susceptible to impact damage. The neopuff technical manual provided with the device warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged the manometer and valve system should be performance tested. The fault on the neopuff was discovered prior to patient use. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4).the (B)(4) neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that the manometer of an (B)(4) neopuff infant resuscitator was not moving. This was noticed before use on a patient. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the manometer of an rd900aeu neopuff infant resuscitator was not moving. This was noticed before use on a patient. No patient consequence was reported.